Event description:
The patient reported experiencing poor communication. It was noted the patient didn't use an antenna but placing the patient programmer (pp) directly over the implantable neurostimulator (ins) on the skin didn't resolve the reported issue along with powering the pp off/on. The patient reported a fall had occurred, after which their chest was still sore and had worsening of symptoms day by day including walking, speaking, and writing. It was noted the patient had experienced the poor communication after the fall as well. Indication for use was movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.